Manufacturer narrative:
Complaint no: (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution delivered to the patient on the homechoice was too warm during peritoneal dialysis therapy. The technical service representative told the registered nurse how to change the comfort control in making adjustments menu. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.